Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the propofol 200mg pocket was opening too many time in the station. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was confirmed by the technical support specialist (tss) that the issue was resolved by the field service engineer (fse) and no resolution was provided on how the issue was resolved. The system functioned as intended after the field service engineer resolved the issue.